Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The safety and effectiveness of this iol has not been substantiated in polypseudophakia (iol piggyback). There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the piggyback iol optic is too thick and is causing chaffing. Additional information was provided by a certified ophthalmic assistant that the piggyback lens was removed in a second procedure. The event has resolved.